Event description:
Information received from the field does not address the patient's clinical status but notes that a microprocessor reset occurred september 2005 and december 2005. Both times a software download was performed successfully. The physician electively replaced the device.